Event description:
2030404-2022-00004. This report is based on investigation findings of a piece of the sheath that was stuck to the catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported withdrawal difficulty and subsequent puncture to the sheath could not be conclusively determined.